Event description:
Related manufacturer reference number: 2017865-2018-13739. During a follow-up, episodes of noise were noted on the right ventricular (rv) lead. Both the rv lead and the device were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found external abrasion breaching the outer insulation proximal to suture sleeve tie impression. The cause of reported event was due to the external insulation abrasion which is consistent with friction to the device can.